Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr) and right atrial (ra) lead undersensing. Electrogram (egm) review also revealed respiratory rate trend (rrt) signal oversensing on the atrial channel. The field representative planed to turn off atrial detection enhancements and rrt. In addition, high out-of-range ra pace impedance measurements greater than 3,000 ohms were noted since the last device check in april 2021, and the device was previously set to vvi. This ICD system remains in service. It was noted that the patient was sick and on hospice, and they may considered turning off atp and/or shocks for comfort care. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr) and right atrial (ra) lead undersensing. Electrogram (egm) review also revealed respiratory rate trend (rrt) signal oversensing on the atrial channel. The field representative planed to turn off atrial detection enhancements and rrt. In addition, high out-of-range ra pace impedance measurements greater than 3,000 ohms were noted since the last device check in april 2021, and the device was previously set to vvi. This ICD system remains in service. It was noted that the patient was sick and on hospice, and they may considered turning off atp and/or shocks for comfort care. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr) and right atrial (ra) lead undersensing. Electrogram (egm) review also revealed respiratory rate trend (rrt) signal oversensing on the atrial channel. The field representative planed to turn off atrial detection enhancements and rrt. In addition, high out-of-range ra pace impedance measurements greater than 3,000 ohms were noted since the last device check in april 2021, and the device was previously set to vvi. This ICD system remains in service. It was noted that the patient was sick and on hospice, and they may considered turning off atp and/or shocks for comfort care. No additional adverse patient effects were reported. Additional information received approximately two years later reported that this ICD delivered inappropriate tachy therapy due to supraventricular tachycardia (svt) and rhythmid. One shock and one burst of atp were delivered, and therapy was not exhausted. Technical services (ts) discussed troubleshooting/programming options, including possible changes to the patient's medications. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.